Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was suspected to exhibited loss of capture (loc) for its right ventricular (rv) lead and right atrial (ra) lead. Technical services (ts) was consulted and reviewed stored data. Oversensing of noisy signals was noted for the right ventricular (rv) lead and loc was suspected as well. Additionally, for the right atrial (ra) lead an intermittent fusion beat was suspected and there was no loc. Ts recommended further in clinic examination. This device remains in service. No adverse patient effects were reported.